Event description:
Routine complaint investigation when a healthcare professional reported receiving a glucose level of greater than 600 mg/dl on the precision pcx blood glucose monitor when compared to a laboratory value of 291 mg/dl.